Event description:
The following has been reported: air alarm, alarming air when there is no air in the line and it will not clear. Then the next time you use it, it works just fine, keeps happening intermittently. The majority of the time the pump would just work after taking out the IV cassette and placing back in. If this didn't work, we would just switch the pump out for another one. The next time using this pump it would work. Patient was involved: n/a. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Some alarms were found but datas are insufficient to confirm the reported event or to be linked to a quality issue of the device. This event was repeated on the same pump over several days, with several similar complaints the device was not returned to brézins as repairs were carried out locally. According to provided information, the reported event was reproduced, and the air sensor has been changed that solved the issue. The quality control is compliant. The defective air sensor was sent to brezins for further investigation. Once in brezins, the defective air sensor was investigated through the internal CAPA. A drift of value of the air sensor (560mv @ 1.1mhz) was noticed leading to random functional alarm and most likely due to a degradation of ceramics. This complaint is considered as valid and the root cause is likely due to a defective air sensor. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid. The trend is: normal.